Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent an unknown surgery with the drill bit. During the surgery, the drill bit interfered with an unknown screw and got broken. The fragment of the drill bit was left in the patient¿s body. The hospital plans to extract the fragment when they remove the implants. It is unknown if there was a surgical delay. Patient and procedure outcome were unknown. Concomitant device: screw (part: unknown, lot: unknown, quantity: 1). This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 03.130.202s, lot: 1l67012. Manufacturing location: selzach, release to warehouse date: sep 27, 2018, expiry date: sep 01, 2028. Non-sterile part: 03.130.202; lot: f-23916. Release to warehouse date: feb 26, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Material 1.4112 was used with correct hardness after procedure and documented in coc from supplier. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.